Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, mildly tortuous and 80% stenosed anatomy resulting in the reported failure to advance. Interaction with the moderately calcified, mildly tortuous and 80% stenosed anatomy and/or other devices likely resulted in the reported peeled/delaminated polymer coating. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification, mild tortuosity and 80% stenosis. The hi torque pilot guide wire could not cross the lesion due to the anatomy. Upon removal from the anatomy it was noted that the polymer coating was peeling. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.